Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an unknown snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the snare became stuck on the polyp. The operator needed to cut the device and it was removed from the polyp using forceps. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.